Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate plus profile saline breast prosthesis and experienced capsular contracture, baker grade 4 on the left side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).